Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue that occurred on (B)(6) 2016. The reporter stated there was no physical damage to the pump. There was no indication that the product caused or contributed to an adverse event. The device was returned to animas for a previously reported power issue and investigated by product analysis on 08/30/2016 with the following findings: on investigation, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank. The pump was opened for investigation of the blank display screen. Investigation revealed the display screen was blank due to internal moisture damage on the main printed circuit board. The pump histories and black box were unable to download due to the moisture damage. Leak testing of the pump was not possible because the allegation of moisture ingress was not made until after the pump had been disassembled for investigation of the power issue on 08/30/2016. Investigation confirmed the moisture ingress; however, the source of the moisture ingress was not able to be determined.